Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information shortness of breath related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful.the manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time.if pertinent information becomes available to the manufacturer at a later date,an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jan 07, 2025 and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information shortness of breath and asthma related to CPAP device's sound abatement foam. No medical intervention has been reported. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - clinical code, health effect - impact code was corrected.